Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's lead had high impedances and lead migration. Surgical intervention was undertaken wherein the leads and ipg were explanted and replaced to address the issue. It is unknown why the ipg was replaced.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Correction: b5- the malfunction was with one lead and not this device. It is unknown which lead migrated. There were no allegations of malfunction or deficiency against this device; therefore, this device is no longer considered reportable. The reported device is documented under 3006705815-2025-19212.

Event description:
Additional information indicates that the malfunction was with one lead and not this device. It is unknown which lead migrated. There were no allegations of malfunction or deficiency against this device; therefore, this device is no longer considered reportable. The reported device is documented under 3006705815-2025-19212.